Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number 7109191, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) # (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number 7109340, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient was experiencing pain and a great deal of tingling following a rollover accident. It was noted that the tingling sensation was felt through the abdomen and upper leg. The patient underwent an explant procedure where the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were removed. The explanted devices were not returned.